Event description:
In 1986 rptr had a lumbosacral fusion. After surgery rptr was advised by the physician to go to a therapist. The fusion was broken during therapy. In 4/87 the physician recommended that the pedicle screws and plates would be the most secure fixation. Rptr was not told that the pedicle screws were experimental. Rptr was told that the plate and screws were a common procedure. Rptr had the surgery in 5/87. After the surgery rptr was extremely weak and it took a long time to regain his strength; only to a certain degree. Even at this date rptr gets very tired easily and has pain in his back and right leg. The screws have not broken since last x-ray. Rptr uses the pain drug talacen daily and has to take a sleeping drug to get a decent night's sleep. Rptr was turned down for social security disability and is still working at this time. Rptr plans to retire at age 62.